Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
A cvi sales rep received an email from an eye care practitioner's (ecp) office informing that a consumer experienced eye pain and discharge after inserting cvi contact lenses. The consumer was seen by an ophthalmologist and diagnosed with corneal abscess and keratoconjunctivitis. Cvi has made a reasonable and good faith effort to obtain additional information without results.

Event description:
A cvi sales rep received an email from an eye care practitioner's (ecp) office informing that a consumer (outside the us) experienced eye pain and discharge after inserting cvi contact lenses. The consumer was seen by an ophthalmologist and diagnosed with corneal abscess and keratoconjunctivitis. Cvi has made a reasonable and good faith effort to obtain additional information without results.